Event description:
It was reported that the screen on quick bolus button has stopped working. The device turns on when plugged into a power source. No impact to customer's blood glucose level.

Manufacturer narrative:
The device has not yet been received for evaluation. Should additional info be received, a supplemental form will be completed.